Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse identified that the drain line was full of blood, into the purge manifold, and vacuum reservoir. To fix the issue, the fse replaced the drain line(0008-00-0312), purge manifold (0104-00-0026), pressure/vacuum reservoir (0202-00-0127), fill manifold (0104-00-0023) and fill line and vacuumed the system internally, with little to no dust. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had a blood back issue in the fill port and drain port. The surgical team noted bubbles on the drain line and blood spots on the fill line, while use on a patient in the ICU. It was unclear as to how long the pump sucked blood into the system. The patient was stable at the moment of bloodback, and taken to the or to remove the catheter. No patient harm however patient still admitted, so further diagnoses to be performed on patient. No patient harm, serious injury or adverse event was reported.